Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture suspicion " . This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Patient reported "rupture suspicion" confirmed via MRI and ultrasound. Later patient reported "undergoing oncological surgeries and treatments due to a thyroid tumor" which is not device related. This record is for the right side. Device remains implanted.

Event description:
Patient reported "rupture suspicion" confirmed via MRI and ultrasound. Later patient reported "undergoing oncological surgeries and treatments due to a thyroid tumor" which is not device related. Later healthcare professional reported "intracapsular rupture" and "capsular contracture baker grade I". Capsulectomy was performed. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ cancer: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient reported "rupture suspicion" confirmed via MRI and ultrasound. Later patient reported "undergoing oncological surgeries and treatments due to a thyroid tumor" which is not device related. Later healthcare professional reported "intracapsular rupture" and "capsular contracture baker grade I". Capsulectomy was performed. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, g2, h6.

Event description:
Healthcare professional confirmed rupture and reported capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6.

Event description:
Patient reported "rupture suspicion" confirmed via MRI and ultrasound. Later patient reported "undergoing oncological surgeries and treatments due to a thyroid tumor". This record is for the left side. Device remains implanted.